Event description:
It was reported that a paperclip was dropped into the laser console and was able to make contact in the machine causing sparks. The console was unplugged immediately, and the customer requested an on-site field visit. There was no patient involved.

Event description:
It was reported that a paperclip was dropped into the laser console and was able to make contact in the machine causing sparks. The console was unplugged immediately, and the customer requested an on-site field visit. There was no patient involved.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was serviced onsite by a field service engineer (fse). Replacing the plug resolved the issue. The reported console sparks allegation was confirmed as some visual burn and damaged receptacle from some type of short was observed. Based on analysis results and information available, it is likely that the plug came in contact with another object while in socket or the plug was not flushed in receptacle causing spark. A conclusion code of cause traced to component failure was assigned to this investigation.